Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med es application was not launching due to a corrupted database. A field service engineer replaced the hard disk drive and configured the med station with assistance from a technical support specialist, installed med es application 1.44. The technical support specialist configured the med station and performed a successful data synchronization. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pyxis machine down. "An unexpected data error occurred". The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.